Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. One hundred (100) retention samples from bd inventory were visually examined and no defects were observed as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there is underfill of three tubes. The date of event is unknown, and two different sites were identified. No erroneous results or patient impact reported. The following information was provided by the initial reporter: "customer has noted a difference in samples in edta tubes according to pictures. The draw volume has been compared and 98% of tubes present the underfill. The tubes drawn by vacuum, none of the 3 tubes have reached the indicated mark (the white line mark in label). Were there erroneous results or patient impact? A: this has not been identified, which is why all tubes have the same filling behavior. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? A: it is worth mentioning that tubes have not been rejected, the behavior of incomplete filling of purple tubes occurs in general in all batches worked up to now. Is this happening with one particular? (Ex.: department, unit, and shift, time of day or person); a: the occurrence is in general for the entire laboratory of the kaelin and barton hospitals. How high is the altitude where the facility is located? A: 177 masl."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B3: date of event is unknown. The date received by manufacturer has been used for this field. B.5. Describe event or problem: description was updated with additional information provided by the end user.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there is underfill of three tubes. The date of event is unknown, and two different sites were identified. No erroneous results or patient impact reported. The following information was provided by the initial reporter: "customer has noted a difference in samples in edta tubes according to pictures. The draw volume has been compared and 98% of tubes present the underfill. The tubes drawn by vacuum, none of the 3 tubes have reached the indicated mark (the white line mark in label). Were there erroneous results or patient impact? A: this has not been identified, which is why all tubes have the same filling behavior. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? A: it is worth mentioning that tubes have not been rejected, the behavior of incomplete filling of purple tubes occurs in general in all batches worked up to now. Is this happening with one particular? (Ex.: department, unit, and shift, time of day or person); a: the occurrence is in general for the entire laboratory of the (B)(6) hospitals. How high is the altitude where the facility is located? A: 177 masl."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there is underfill of three tubes. No patient impact reported. The following information was provided by the initial reporter: "customer has noted a difference in samples in edta tubes according to pictures. The draw volume has been compared and 98% of tubes present the underfill. The tubes drawn by vacuum, none of the 3 tubes have reached the indicated mark (the white line mark in label).".